Event description:
It was reported that at the post-operative check, the right ventricular (rv) lead was dislodged. The right atrial (ra) lead also dislodged and had high thresholds. The patient was brought back into the cauterization lab and both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead (B)(6) 2013. (B)(4).